Manufacturer narrative:
Product event summary:the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and an lead integrity alert (lia).sensing integrity counts went up to 5768 (within 6 days) along with evidence of oversensing. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular (rv) lead impedance was greater than 3000 ohms on (B)(6) 2016.

Event description:
It was reported that the patient's lead had high impedance, high sensing integrity counter (sic) and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.